Event description:
According to the reporter, during a laparoscopic sleeve resection, when the stomach wall was resected, the first firing with a forty five millimeter reload was done without any problems. On the second, third and fourth firing with a sixty millimeter reloads, only about 40mm of resection was possible, the staple line was secured improperly/inadequately. Additionally, the resected surface could not be cut as cleanly as usual. It was noted that handle screen displays when clamping the tissue was zone 1 and at the time of firing were zone 1 and 2. As such, after the fifth firing, the handle, shell, adapter, and reload were all replaced and additional resection was performed without any problems. The procedure was extended for thirty minutes or more.

Manufacturer narrative:
Concomitant medical products: sigphandle, sig power sigphandle handle (serial#: (B)(4); unknown egia su, unknown endo gia sulu; sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel; sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel; sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: (B)(4); sigpshell, sig power sigpshell control shell. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.